Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ slip-tip syringe was damaged, burst when diluent is aspirated. The following information was provided by the initial reporter, translated from portuguese to english: syringe bursts when diluent is aspirated. Once the hub (possible plunger) was pulled it ruined due to internal pressure generated.

Event description:
It was reported that the bd plastipak¿ slip-tip syringe was damaged, burst when diluent is aspirated. The following information was provided by the initial reporter, translated from portuguese to english: syringe bursts when diluent is aspirated. Once the hub (possible plunger) was pulled it ruined due to internal pressure generated.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.